Manufacturer narrative:
The technician found no power to the hydraulic solenoids coming from power control module (pcm). He replaced the pcm to repair the bed.

Event description:
Info received indicates no hydraulic functions are working.